Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial tachycardia. Undersensing due to events falling within the atrial refractory and blanking period was noted on the implantable pulse generator (ipg). Intermittent far field r-wave oversensing was also noted on the right atrial (ra) lead. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.